Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc, filter migration, and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model rf048f recovery filter allegedly the patient experienced ivc filter perforation, migration, tilt, and embedment. One strut of the filter is perforating the duodenum. There were no reported attempts made to retrieve the filter. This report was received from one source. This event involved one patient whose age, weight and gender were not provided. The patient had no reported patient injury.